Event description:
It was reported that the patient was red and itchy at both the implantable neurostimulator pocket and at the lead/extension area. The hcp put the patient on unspecified antibiotics for a possible infection. The symptoms had reduced, but were not completely gone. It was noted that the patient did have a difficult time with infections in that it took a long time for her to heal. Ten days later, it was reported that the hcp suspected that the patient may have developed an allergy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.